Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that two of the straight suctions would not verify. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed throughout the procedure. It was noted the amount of imprecision was unknown. It was noted that three straight suctions were difficult to verify and that the highest level of imprecision was observed with the straight suction. It was noted that the 3d model in the application software had a portion of the forehead and nose cut off and that the site passed registration through 3 point touch registration. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. Following the procedure, the instrumentation was tested and found that two of the suctions could not be verified while a third verified. Known anatomical landmarks could be navigated on a demo accurately. The archive from the procedure was provided for evaluation. The archive was found to have a missing nose on the 3d model. However, utilizing threshold, the nose could appear. It was noted the archive did not have previous registration attempts.

Manufacturer narrative:
The logs for the navigation system and archive from the procedure were reviewed by medtronic personnel. However, the logs and archive provided no additional insight into the probable cause of the anomaly. It was noted that the archive had a face model that was cut off short on the forehead which was adjusted in the application software. Additionally, the registration pattern was a tracer registration and not the 3 point registration noted. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.